Event description:
Foreign body closure in common femoral artery. Part of mynx closure. Fb caused total occlusion femoral artery. Emergent surgery for thrombectomy and endarterectomy with angioplasty.